Manufacturer narrative:
Continued: e1- facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformities noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis: device photograph(s) for the device related to the reported event rupture was reviewed on june 07, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Reason for reoperation: lymphadenopathy, rupture.

Event description:
Company representative reported left side with rupture. Devices has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d.9, h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no openings observed in the device. Additional observations: ¿ deformation observed in the device. ¿ red particles in the surface of the shell.

Event description:
Company representative reported left side with rupture. Devices was explanted..